Manufacturer narrative:
H3: product ID 97755-s lot# serial# (B)(6), product type recharger was returned and the analysis shows the high reading na low reading na no anomalies were visually observed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 and b5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their recharger was going out, and they were having difficulty getting an excellent quality when charging. Patient mentioned, when they were charging their implantable neurostimulator (ins) the connection bounces from 'charging to not charging'. Patient said they talked to their manufacturer representative (rep) and they were asked if the recharger wire and box was getting hot when charging their ins, and the patient said it does. A request was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
B3: event date is approximate. Month and year is valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.